Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was getting a warning power on reset (por) screen on his implantable neurostimulator recharger (insr). Since the patient programmer (pp) was lost, the patient used the insr to turn the implant on and off. The patient stated that he was always had problems charging his implantable neurostimulator (ins) because of the por screen. During the call. The patient mentioned that his ins ¿pinches¿ him in his back and was inquiring if the lead wire was coming out because of the pinching. It was also reported that the ins battery went dead, and his current device didn't stay charged as long as the other ins did. In the end, the patient was redirected to follow-up with their healthcare professional (hcp) to have the device interrogated. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient was working with the hcp about the concerns as well as a possible replacement if medically necessary. No cause was determined. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a consumer via a manufacturer representative on (B)(6) 2019 that the scs was taking longer to charge and charging was more difficult. It was taking longer than 4 hours shifts in some cases. It was also noted that the patient had lost their controller. The issue was not resolved. It was asked but unknown if a surgical intervention was planned. No further complications were reported.